Event description:
The pt received an scs system including an ipg on (B)(6) 2010. It was reported that the pt's stimulation increasing without prompting. The issue is reportedly occurring randomly. A full diagnostic test was performed; however, no impedance issues were observed. The pt is working closely with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.